Event description:
IT WAS REPORTED THAT BD SYRINGE 1ML LL PLUNGER WAS LOOSE/ FELL OUT. VERBATIM: THE PLUNGER OF THE 1 ML SYRINGE COMES OUT OF THE SYRINGE FAR TOO EASILY. THERE IS NO STOPPING WHEN PULLING THE PISTON OUTWARDS. THE SYRINGE MEASURING SCALE ALSO COMES OFF THE SYRINGE EASILY (AT LEAST FROM ONE SYRINGE). DURING USE: RESPONSE RECEIVED ON:5/25/2026. COULD YOU PLEASE CONFIRM IF THERE WAS ANY PATIENT IMPACT REGARDING THIS INCIDENT? NO. COULD YOU PLEASE CONFIRM DID THE LEAKAGE OCCURRED WHILE THE PLUNGER CAME OUT? YES. IF YES, WHAT KIND OF SUBSTANCE LEAKED? DID THE LEAK RESULT IN UNDERDOSAGE? I DON'T KNOW WHAT KIND OF SUBSTANCE, BUT IT DID NOT LEAD TO UNDERDOSAGE, BECAUSE NEW DOSE WAS DRAWN WITH A NEW SYRINGE AFTER THE FIRST ONE WAS LOST. COULD YOU PLEASE CONFIRM THE DATE OF EVENT? (B)(6) 2026. COULD YOU PLEASE CONFIRM IF THE LOT#2068712 WAS INVOLVED IN MEASURING SCALE ISSUE? YES. I WANT TO CLARIFY THAT I WAS NOT PRESENT AT THE ACTUAL SITUATION AND (B)(6) MIGHT BE ABLE TO GIVE MORE DETAILS OF THE INCIDENT. BUT I HAVE ALSO TESTED THESE SYRINGES AND THE PLUNGER REALLY DOES FALL OUT EASILY. SO THE PROBLEM REGARDS ALL THE SYRINGES. AS FOR THE MEASUREMENT SCALE BEING ERASED, THERE MIGHT HAVE BEEN CONTACT WITH ALCOHOL-BASED HAND DESINFECTANT, BUT I HAVEN'T EXPERIENCED THIS. I WILL PUT THE SAMPLES READY FOR COLLECTION IN (B)(6). SECRETARY'S DESK.

Manufacturer narrative:
H.3. IF A DEVICE EVALUATION AND/OR DEVICE HISTORY REVIEW IS COMPLETED, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
No additional information was provided.

Manufacturer narrative:
(b)(4). Supplemental MDR - Other/ Plunger Loose.Two samples of 1 mL Luer-Lok syringes (part number: 309628), batch: 2068712, were received and evaluated. Both samples were received loose, along with one unsealed package containing the applicable product information. One syringe was found to have nearly all scale markings missing, while no defects were observed on the second syringe. The sample with printed scale markings was tested for ink permanency and demonstrated acceptable results, with no ink removal observed. Based on the evaluation, the observed condition is acceptable per product specifications.Furthermore, a Device History Record (DHR) review was completed for the provided lot number: 2068712. The review identified no rejected inspections, manufacturing discrepancies, or quality issues during production that could have contributed to the reported condition. Complaints received for this device and reported condition will continue to be tracked and trended. The information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.